Event description:
It was reported that there was a premature release of oxytocin and lactated ringer's (lr) that had occurred on (B)(6) 2023. The oxytocin was set to infuse for 40ml/hr & the lr for 125ml/hr and it was noted that the patient was overmedicated on both infusions as the pump was set to release within a certain time. The medications ended up being released at a faster rate than intended. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem, initial reporter facility name. Additional information : device available for eval?, returned to manufacturer on, device return to manuf., device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a premature release of oxytocin and lactated ringer's (lr) had occurred on (B)(6) 2023 which was set to infuse oxytocin - 40ml/hr & lr- 125ml/hr and the patient was overmedicated on both infusions as the pump was set to release within a certain time. The medications ended up being released at a faster rate than intended. There was patient involvement, but no harm.